Manufacturer narrative:
H4: the lot was manufactured between july 22, 2024 and july 23, 2024. H11: the actual device was received for evaluation. Visual inspection of the actual sample showed marks at the gland of the second clearlink. Pressure and clear passage under water testing, and priming were performed; a leak was observed at the second y-site clearlink. As per the autopsy of the clearlink, a damaged gland (holes at the gland) was identified. The reported condition was verified. The cause of the condition is related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the second clave during infusion. The device contained normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.